Event description:
It was reported that the customer was hospitalized for low blood glucose. The blood glucose reading at time of the call was 261mg/dl. Troubleshooting was performed. The settings and programming were correct. Ran a displacement test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.